Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the device didn't help the bladder control when it was working properly. The patient met a manufacturer representative (rep) to be reprogrammed. They found that the programming was wiped out somehow during surgery after the rep left surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had their implant redone yesterday and was getting a power-on-reset (por) message and now kept having to pee, pee, pee, and it was uncomfortable to sit. It was noted the patient was checking their device when the por was seen. The patient recently had surgery yesterday and was drinking a lot of fluids, trying to get the anesthesia out. The patient was redirected to their healthcare provider (hcp) to resolve their symptoms and the por message. No further complications were reported/anticipated.